Event description:
Dealer states continued problems with chair. Replaced canes, brackets, gas cylinders, batteries, seat elevator all under warranty. In speaking with the reporter of the event it was learned the device is still with end user, however, repairs have been completed. Other issues were the device was wobbly and the right caster lifted off of the ground. No injury

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxspree-cg, serial number/date (B)(4) is approximately 8 months old. Reportedly, in speaking with the reporter the device was issued to the end user since (B)(4) 2012. The owner's manual part number 1143190, rev.k(mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.